Event description:
Damaged haptic after implantation. The doctor noticed the trailing haptic was separated at tip just afterimplantation. The haptic piece remained in the injector, so the doctor removed the tip and picked it from the injector. The iol was stable in the eye, and the patient was not impacted.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector and haptic piece were available for investigation. Appearance check result of the returned product was consistent with the reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. Based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA (B)(4) has been initiated for "damaged haptic" complaints.